Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to moisture damage force sensor resistor. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed motor error while she was trying to change the set. Customer's blood glucose was 250 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.